Event description:
Patient presented to the physician with purulent discharge at the neck incision site. The physician referred the patient to an infectious disease specialist, where cultures were obtained and returned positive for methicillin-resistant staphylococcus aureus (mrsa) infection. Physician prescribed antibiotics and will re-evaluate the next steps.

Event description:
Patient presented back to the physician with continued infection at the neck incision site. Physician brought the patient into the or, explanted the entire inspire system, irrigated the incision pockets with antibiotic solution, and closed. Patient will continue the previously prescribed course of antibiotics postoperatively.